Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned driveline confirmed the report of a broken pin within the controller connector. A specific cause for this damage could not conclusively be determined through this evaluation. The distal end driveline segment was returned measuring approximately 19.5¿. One of the pins within the controller connector was bent. The alignment indicators on the controller connector were unremarkable. The underlying layers of the driveline appeared unremarkable. Review of the relevant sections of the device history records for the percutaneous cable repair kit, serial number (B)(6) , were reviewed and showed no deviations from manufacturing or quality assurance specifications. Although the evaluation could not determine when the pin in the returned driveline became bent, review of the heartmate ii percutaneous cable replacement kit receiving inspection (ri) quality assurance procedure (qap) and packaging fab revealed no manufacturing steps where pin damage was likely to be induced following visual inspection of the pins of the controller connector. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) includes driveline care instructions under "caring for the driveline" in section 6 "patient care and management". Section 2 "system operations" contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the pocket controller and making sure that it is fully and properly inserted into the system controller socket. The user is instructed to align the alignment marking on the driveline connector with the marking on the system controller socket prior to inserting the driveline into the controller socket. Section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. The heartmate ii lvas patient handbook (rev. C) contains a section on ¿caring for the driveline" in section 4 "living with the heartmate ii". Section 5 "alarms and troubleshooting" also contains a section on "what not to do: driveline and cables" and cautions the user not to twist, kink, or sharply bend the driveline. Section 2 "how your heart pump works" contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the pocket controller and making sure that it is fully and properly inserted into the system controller socket. The user is instructed to align the alignment marking on the driveline connector with the marking on the system controller socket prior to inserting the driveline into the controller socket. The relevant sections of the device history records for the percutaneous cable, (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The ri qap, percutaneous cable 10003461 hm ii replacement kit, document (B)(4), describes the inspection steps and acceptance criteria for the quality assurance incoming inspection of the heartmate ii repair perc cable. Section 7.2 describes the visual inspection of the repair perc cable. Section 7.2.3 requires verification that pins are not bent in the connector. Review of ri qap, rev. D, and the packaging fab, document (B)(4), revealed no manufacturing steps where pin damage was likely to be induced following visual inspection of the pins of the controller connector. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's driveline got damaged and it was requested a driveline repair be done. On 16feb2021 a cosmetic driveline repair was done. The repair was performed approximately 3 inches from the exit site. The yellow, black, and red wires were spliced. The new percutaneous lead was unable to be connected to the patient's controller. The patient's original percutaneous lead was immediately reconnected to the controller without issue. A bent pin was found in the new percutaneous lead metal connector. A new percutaneous lead cable was prepped and the driveline wires were re-spliced. The patient's original controller was replaced. The new percutaneous lead was connected to the new controller without issue. After the repair the patient was tethered on grounded patient cable without issue.